Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the pump motor restarted with no sequelae. No further information was provided and the time of the stall was not specified.

Event description:
It was reported that a motor stall was noted in the event logs following an MRI. It had been an hour to ninety minutes post MRI, no recovery was recorded and the pump was alarming. The health care provider (hcp) planned to stay withthe patient until the recovery appeared in the logs. The hcp had been reading the logs every fifteen minutes ¿or so¿. It was noted the MRI was ninety minutes in duration. There had been no return of patient symptoms at the time of report. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2013-(B)(6), product type accessory, product ID 8840, product type programmer, physician. (B)(4).